Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited changes in right ventricular (rv) pace impedance measurements. Trending has displayed the lead gradually increasing. At this time, no out of range measurements have been reported. Subsequently, the physician opted to surgically abandon and replace the rv lead. The crt-p remains in service. No additional adverse patient effects were reported.